Event description:
It was reported that the patient experienced inadequate stimulation due to high impedances on the lead. The patient underwent a revision procedure where the lead was replaced. Post operatively, the patient was doing fine.